Event description:
During procedure, a protack device would not fire. This device was removed from the sterile field and replaced with a functioning device. The procedure was completed as planned with no harm to the patient. The device was given to clinical engineering. Upon inspection, no visible defects were noted. This device will be returned for failure analysis. Per site reporter: the manufacturer will be sending a bio hazard kit for return. They have opened a complaint file and will be following up regarding the event.